Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -12.0 diopter was intraoperatively implanted and removed due to a lens tear/break during injection/delivery into the eye on (B)(6) 2023. No patient injury was reported. In a subsequent surgery later that day, a replacement lens was implanted and the problem was resolved. Cause of the event is unknown.